Event description:
Customer reported and error code was displayed on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the table was not in the proper position for boot up. System operates as intended.